Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
(B)(6) 2025 ¿ the end-user¿s caregiver reported elevated bg of 312 mg/dl. They noticed the infusion set connector piece was not inserted securely into the ilet and was loose. Support guided them through reconnecting the component properly. After correction, bg was stabilized. No symptoms, external assistance, or medical intervention occurred.